Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. A lead revision was performed, and the lead was explanted. Additional information from the field indicates that there was no capture at max outputs. The dislodgement was confirmed via x-ray. No additional adverse patient effects were reported. This lead is expected to return for analysis. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. A lead revision was performed, and the lead was explanted. Additional information from the field indicates that there was no capture at max outputs. The dislodgement was confirmed via x-ray. No additional adverse patient effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. A lead revision was performed and the lead was explanted. No additional adverse patient effects were reported.